Event description:
The customer reported that the battery had failed. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had failed. There was no report of pt involvement. The battery was evaluated at philips andover. The reported symptom was duplicated. Philips sent the customer a new battery which resolved the failure.